Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation as it is an internal component, however, a follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient had a left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient is concerned about a possible allergic reaction.

Manufacturer narrative:
It was reported that the patient had a left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient is concern about a possible allergic reaction. No product fault was reported by the customer on this complaint. This was a request for information relevant to allergic reactions. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. Zimmer biomet is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: we would like to refer to your inquiry about information on potential allergic or sensitivity reactions to ingredients of pmma bone cements. From the literature and our own long-term observations there have been very rarely cases of allergic reactions in patients to individual components of pmma bone cement (cf. Thomas etal, 2008 ¿allergy to bone cement components¿). Cured bone cements from heraeus medical have been studied in accordance with din en iso 10993-10 (2003-02): biological evaluation of medical devices part 10: ¿tests for irritation and sensitization¿ and generally show no sensitizing potential. Cured palacos bone cements can contain very small amounts of benzoyl peroxide, hydroquinone, n, n-dimethyl-p-toluidine, methyl methacrylate, chlorophyll, zirconium dioxide, and in gentamicin-containing bone cements, also gentamicin sulfate. An allergy testing (skin patch test) for individual cement components can easily be misinterpreted and/or even cause an allergy. Therefore, we recommend to address open questions to the ¿working group on allergy and immunological aspects of the implant material incompatibility¿ (allergomat): http://allergomat.klinikum.uni-muenchen.de/en/. Recommended actions: no additional zimmer biomet actions warranted at this time.